Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed no image issue could not be determined, however, the issue was likely the result of a corroded flexible printed circuit board, causing the electrical connection to become unstable and the image to disappear. The event may be detected by following the instructions for use section below: "inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the ID flexible printed circuit was corroded and no longer operated and the bending section cover adhesive was separated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii bronchovideoscope was a loaner device that was returned with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a complete loss of image function that was unrestorable due to a short circuit of the image sensor cable. No error message was displayed. The report is being submitted due to loss of image found during evaluation.